Event description:
The user facility reported that their uretero1 reverse deflection disposable ureteroscope was not working and could not be used during a patient procedure. The procedure was completed successfully using another scope. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.